Event description:
It was reported that the screw mechanism did not properly extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): helix disengaged from helical channel, tip seal observation, and blood was noted on distal conductor (not obstructed) and helix mechanism (sleeve head); full lead returned and analyzed.

Event description:
It was reported that the screw mechanism did not properly extend or retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : helix disengaged from helical channel, tip seal observation, and blood was noted on distal conductor (not obstructed) and helix mechanism (sleeve head); it was also noted that the helix would not extend due to being over retracted. Full lead returned and analyzed.